Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient did not hear their receiver vibrate and experienced an adverse event. The patient reported that they had a high event and their speech was slurred. It was indicated that the patient's device did not vibrate during the event. The patient was asked if they needed intervention but they refused and said they were okay. The patient only recalls that they treated themselves with insulin. At the time of contact the patient was in stable condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and no defects were found. A manual "try it" test was performed and had low vibration. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Vibrator resistance was measured during an internal inspection and was found out of specification. The reported event of an no vibration was confirmed. The root cause was determined to be a defective vibrator.